Manufacturer narrative:
Results: bd received representative samples from the customer facility for investigation. The actual device was not returned. The samples were evaluated and the customer's indicated failure mode for luer adapter breaking with the incident lot was not observed. A photo was returned that showed the broken device. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the bd vacutainer® luer-lok¿ access device leaked from the needle during collection. No serious injury, no medical intervention. No mucous membrane exposure reported.